Manufacturer narrative:
No anomalies detected by checking the sterilization charts of all the lot# involved (cocr femoral head, lot# 201305474; mobile liner, lot# 2014l0712; liner #l, lot# 201411481) on the overall number of pieces manufactured with these lot#, thus indicating that the products were correctly sterilized before being placed on the market. First and only complaint received on these lot#. We will send a final emdr once the evaluation will be concluded.

Event description:
Hip revision surgery performed on (B)(6) 2018 due to infection. According to the info reported, components ((metal liner, mobile poly liner and femoral head) implanted during the previous surgery performed on (B)(6) 2015 were explanted. Event happened in (B)(6).

Event description:
Hip revision surgery (7th revision surgery for this patient) performed on (B)(6) 2018 due to infection. Previous surgery was performed on (B)(6) 2015 and it was already the 6th revision for this patient. The 6th revision was performed because again of infection. During 7th revision, the acetabular side of the prosthesis was completely removed, and a femoral head for endoprosthesis was implanted. According to the info received, there was clear evidence of infection by x-rays. Translucency around the bone screws and cup implant. We became aware that this patient also had an 8th revision surgery on (B)(6) 2018 when also the femoral part of the prosthesis was removed because of the infection. Girdlestone now in place. Events occurred in australia.

Manufacturer narrative:
The additional info received since the time of our initial MDR allowed us to confirm that this patient has a chronic deep infection. In fact, the last 3 revisions were all due to infection, and girdlestone is an excision arthroplasty of hip in which femoral head, neck, proximal part of trochanter and the acetabular rim are removed. This procedure is described for chronic deep seated infections of hip joint. No anomalies detected by checking the sterilization charts of all the lot# of devices implanted during the 6th and 7th revisions mentioned above, thus indicating that the products were correctly sterilized before being placed on the market. Event classified as strongly patient-related after receiving the additional information reported above. No corrective actions planned. Pms data: according to these data, the revision rate due to infection with a lima hip prosthesis is very low (B)(4).